Manufacturer narrative:
Additional evaluation was conducted. The report indicates that a functional test was provided on the complained screw. Unfortunately we are not able to determine the exact cause of this reported problem. We could not find any product related failure. Placeholder.

Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: a screw could not be grasped appropriately. An additional article was mentioned, 401.306 lot unknown. The surgeon used this product in the osteotomy. The surgeon used cnt-5 and cnt-6 in ssro for the mandible. The surgeon could not grasp the screw (401-846) appropriately and it was dropped into the patient oral cavity. The surgeon used three screws. The first and second screw could be inserted appropriately, however the third one could not be grasped and was dropped into the patient oral cavity again. The two dropped screws were removed from the patient body. The screw (401-846) was used for the fixation again after the removal. The screw (401-306) was not used again because it was not used for any fixation. The sales rep visited the surgeons on the day of the event and the operation room staff the next day. This is report 2 of 2 for complaint (B)(4)..

Manufacturer narrative:
Device was used for treatment, not diagnosis. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number was provided. Placeholder.

Manufacturer narrative:
Returned to manufacturer on (B)(4) 2013.